Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient called stryker (B)(4) and reported that she had been implanted with an unknown (stryker) hip in 2009 and that it had not been quite right. She further reported that she had been back and forth to her surgeon with pain over the last 6 months. The surgeon had given the patient a copy of the (B)(4) and the patient confirmed that she had the same device but a different lot number. The patient has a follow up appointment with a professor in one month but declined to provide any additional information or surgeon contact details.